Event description:
A customer reports, the bed moves on its own without user intervention. No pt injury was reported and no add'l info was provided.

Manufacturer narrative:
During the onsite investigation, the svc tech installed an upgrade to the bed controller. Root cause was determined to be due to a faulty bed controller. (B)(4).